Manufacturer narrative:
The customer stated that "everything is now working fine."

Manufacturer narrative:
The investigation determined that the issue found by the fse was the root cause of the event. Trending was performed on this type of complaint and no abnormal trend was identified. There was no roche reagent or software identified as the root cause. During a review for this customer site, there was one past complaint during the past 12 months of similar nature.

Manufacturer narrative:
(B)(4).

Event description:
The customer complained of qc results that were not acceptable for multiple tests along with failed calibrations. While experiencing these issues, the customer received a questionable result for 1 patient sample tested for ise indirect na for gen.2 on a cobas 6000 c (501) module. The initial sodium result was 161 mmol/l with a data flag. The sample automatically repeated and a sodium result of 147 mmol/l was obtained. The repeat sodium result of 147 mmol/l was auto-verified and released outside of the laboratory. The customer repeated ion selective electrode (ise) qc testing on the original analyzer which failed. The patient sample was then run on another analyzer and a sodium result of 139 mmol/l was obtained. The customer did not believe the difference between sodium results of 147 mmol/l and 139 mmol/l was clinically significant so a corrected report was not issued. The result from the other analyzer were deemed to be correct there was no adverse event. The sodium electrode lot information and expiration date were not provided. There were no clots or fibrin found in the sample. The field engineering specialist found damaged vacuum tubing on the cell rinse mechanism. He replaced the damaged tubing. The customer performed calibration, qc, and precision testing with acceptable results. The system is operating within specifications.